Event description:
It was reported that the lead was removed due to dislodgment. Low impedance was also observed. It was noted that the patient is a twiddler and upon opening the pocket, the svc coil was visible.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that the operator cut her finger while changing the cap piercer blade. Part of the wick caught on the blade and she tried to remove the wick from the blade and cut her finger. The operator was taken to the ER. No other details were supplied.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.